Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 7 cm in diameter abdominal aortic aneurysm. It was reported that a follow CT scan performed approximately 8 years post index procedure, showed the bifurcate stent graft had migrated with no endoleak present. The physician performed a secondary intervention 3 months later and implanted an endurant ii 23x49 cuff, resolving the event. No additional clinical sequelae were reported and the patient is fine